Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). This occurred during patient use of the device. The patient stated that she was had powered off the device and powered it back on when the alarm occurred. The patient did not notice anything unusual about the supplies. The technical services representative arranged a swap of the homechoice machine. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.